Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplement report.

Event description:
On november 15th, 2019, the user was made aware that the sensor has to be removed due to early sensor retirement.